Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with episodes of noise on the right ventricular - rv lead. Upon x-ray examination, it was noted that the rv lead was fractured. The rv lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Event description:
New information noted that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited noise oversensing causing pacing inhibition.

Event description:
Additional information noted that the right ventricular lead exhibited an insulation anomaly and was damaged due to clavicular crush.

Manufacturer narrative:
Damage of the filars of the outer coil was noted at 33.9 - 35.7 cm from the distal tip consistent with clavicle crush damage. The filars of the outer coil were fractured. Insulation damage was noted at 34.2 cm from the distal tip consistent with clavicle crush damage. The inner insulation was abraded. This is consistent with the observation from the field of noise..